Event description:
On (B) (6) 2010, the patient was implanted with an scs system. During the implant procedure the doctor used three entry attempts to open the space with the dural separator. The doctor also experienced difficulty placing the lead midline, due to the presence of scar tissue. Neuro-monitoring equipment was used during the procedure, which indicated that a dural tear may have occurred. The doctor decided to continue with the implant of the system, and left the patient intubated until recovery. In recovery, the patient could move her feet, and was subsequently extubated. The patient later complained of severe abdominal pain and was taken to the hospital. The patient was given a bolus of steroids and lyrica. The clinical specialist later met with the patient and turned the stimulator on, which provided satisfactory stimulation to the patient's bilateral lumbar area.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.